Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio from the mx40. The issue was found during patient monitoring. There was no report of patient injury or harm.